Manufacturer narrative:
No device was returned. As reported: "event description: customer provided via email in reporting the event, email states: 'the rosen wire was being inserted into the catheter to exchange the catheter that was in the body. The tip of the wire then got stuck in the catheter hub and was unable to advance or retract. We ended up pulling the catheter out without a wire. I then tried to pull the wire out and the rosen wire started to unravel. It is still stuck inside the catheter.' What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none what is the next course of action?: review device when sent back to determine the issue patient present at time of event?: yes patient complications: prolonged procedure in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: none patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered". Initial lot history record has been concluded upon receiving the incident complaint on the (B)(6) 2024. A lot history records review was carried out on the packaged finished good lot number 7708581 and sub-assembly lots. The effected lot history records were reviewed. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact event description: ecn event description: customer provided via email in reporting the event, email states: 'the rosen wire was being inserted into the catheter to exchange the catheter that was in the body. The tip of the wire then got stuck in the catheter hub and was unable to advance or retract. We ended up pulling the catheter out without a wire. I then tried to pull the wire out and the rosen wire started to unravel. It is still stuck inside the catheter.' What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none what is the next course of action?: review device when sent back to determine the issue patient present at time of event?: yes patient complications: prolonged procedure in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: none patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered event date: 2024-5-2 as reported patient codes: 9398: no clinical signs, symptoms or conditions procedure date: (B)(6) 2024. Type of procedure: cardiac catheterization country of event: united states.

Manufacturer narrative:
The sample was returned in a dhl box, and the guidewire was placed in a double zip-lock type bag marked biohazard. The bag had a sticker attached with information concerning the complaint. The guidewire returned coiled in a circular shape and was stuck in a catheter. A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire returned fractured at the distal end, with evidence of excessive force being applied. The distal tip of the guidewire was still in the catheter upon arrival. This is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end. The force applied to the guidewire caused the coil to stretch on the distal section, with fray present on the distal tip. There is a kink present 6.5cm from the fracture point on the proximal side. The ribbon had several bends present and fractured at the distal j section. The portion of ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon was fractured on the distal end, approximately 0.2cm from the weld. There was evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. Initial lot history record has been concluded upon receiving the incident complaint on the (B)(6) 2024. A lot history records review was carried out on the packaged finished good lot and sub-assembly lots. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.2 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is below the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user applies excessive force in manipulating wire within needle/cannula", "user advances wire through resistance", "user handles wire outside body with excessive force", and/or "user did not confirm viable access before advancing wire" appears to have impacted on the event as reported.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact event description: ecn event description: customer provided via email in reporting the event, email states: 'the rosen wire was being inserted into the catheter to exchange the catheter that was in the body. The tip of the wire then got stuck in the catheter hub and was unable to advance or retract. We ended up pulling the catheter out without a wire. I then tried to pull the wire out and the rosen wire started to unravel. It is still stuck inside the catheter.' What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none what is the next course of action?: review device when sent back to determine the issue patient present at time of event?: yes patient complications: prolonged procedure in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: none patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered event date: 2024-5-2 as reported patient codes: 9398: no clinical signs, symptoms or conditions procedure date: on (B)(6) 2024 type of procedure: cardiac catheterization country of event: united states.